Event description:
Authorized distributor in (B)(4) reports domestic repair of device, replacing the power supply unit (psu) board, since the psu board failed to recognize and charge the internal battery. Based on the info received, the potential risk associated with the reported event is classified as critical since a depleted internal battery will eventually terminate treatment, with a high priority visual and audible alarm. Based on the info provided at this time, including unk pt outcome, the event is considered reportable per 21 cfr part 803.3.